Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set cannula and "entire plastic portion" fell off the patient's body while the infusion set adhesive remained attached to the patient's skin. This event occurred after one day of use. No patient injury was reported. See MFR: 3012307300-2017-00061, 3012307300-2017-00062, 3012307300-2017-00063, and 3012307300-2017-00064.